Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the provided information a general reagent issue can be excluded. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 disk analyzer, serial number: (B)(4). The sample initially resulted in a troponin t hs stat value of 18.65 pg/ml, accompanied by a data flag. The sample was repeated two times, resulting in values of 11.59 pg/ml and 7.28 pg/ml. A new sample of the same patient resulted in a troponin t hs stat value of 7.34 pg/ml. It was asked but it is unknown if a questionable result was reported outside of the laboratory.

Manufacturer narrative:
Na.